Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was "not working right," soon after the device was implanted. It was later reported that the pt was continuing to have concerns regarding the device, but had an appointment with the MFR rep on (B)(6) 2011. It was suggested that the lead "electrodes were broken at the time of implant/revision." There was no confirmation of lead fracture. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.